Manufacturer narrative:
Analysis of the ipg 3058 interstim ll (serial # (B)(4)), found the set screw on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using a clinician programmer (cp). A lab functional test determined there was good stable output on the electrode pairs and there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding an implantable neurostimulator (ins). Rep reported all contacts were >4000 ohms intra-operatively; they were getting high impedance values. Caller noted they removed and reinserted the lead as well as tested in and out of the pocket; the call center recommended that they test for bellows and toe movement. The rep called back and said the ins was replaced; they were getting normal impedances with the new battery. Additional information was received from the healthcare provider (hcp) on 2018-oct-03. When asked what the cause of the high impedance issue was, the hcp said "greater than 50% improvement in incontinence episodes with test lead of the sacral nerve stimulator." No patient symptoms were reported and no further complications have been reported as a result of this event.